Manufacturer narrative:
(B)(4)

Event description:
Procedure type: laparoscopic hepatectomy. According to the reporter: the trocar broke as the surgeon pulled it out of the abdomen. No pieces fell into the cavity, the incision size was not extended and there was no tissue damage. The operative time was extended over 30 minutes.